Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device used for failed to meet its specifications at the time of the event while the ventilator was was used. The root cause was determined that no ventilation was started after entering the sensor simulation code, then the sensor simulation would have been deactivated after the next power cycle. The sensor simulation mode of the device used for a demonstration was therefore not deactivated when the ventilator was connected to a patient the day after. In consequence (correction) the technical staff deactivated the sensor simulation, the site was instructed and additionally, software improvements have been implemented in software version sw 2.90 (see plfg-2071) to avoid ambiguities/confusion. Sensor simulation is only meant for training and demo purposes. No harm to patient, user or third party was reported.

Event description:
Sensor simulation wasn't deactivated despite rebooting at 15:53 on (B)(6) . This g5 had been operated to a patient until 13:50 on (B)(6). Our staff turned it on and activated 'sensor simulation' by entering the code '0fd992813de396a6' for demonstration at 13:57. He completed the demonstration and turned it off at 15:55. The g5 was turned on and was operated to a patient at 15:53 on (B)(6), the next day. The hospital staff found that 'sensor simulation' was still activated in three days, on (B)(6). Our staff visited the hospital and turned it off at 14:36. He turned it on in one minute, then he confirmed that sensor simulation was deactivated.